Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 4 months due to degeneration with calcification. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post procedure. Per pathology report, prosthetic av leaflets exhibiting myxoid degeneration and calcifications. The patient concomitantly underwent a pulmonary valve replacement with a 25mm 11500a. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including end stage renal disease, hyperlipidemia (hld), coronary artery disease (cad).

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 4 months due to degeneration, calcification with stenosis. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post procedure. Per medical records, the patient presented with progressive shortness of breath/fatigue. Prior echos on 2024 showed severely calcified aortic valve leaflets, mild to moderate regurgitation, and progressively worsening as. The patient underwent redo-avr with 21mm inspiris valve, redo-pvr with 25mm inspiris valve. The patient was transferred to the cicu in stable condition. Discharge to home with homecare services on pod#6. Per pathology report, prosthetic av leaflets exhibiting myxoid degeneration and calcifications.